Event description:
It was reported that the software was unable to update, and there were issues with the battery. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional information was received regarding the outcome of the event.